Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 45 mg/dl. Customer stated the insulin pump suspended as a result of the low. Customer also reported inaccurate readings with the sensor. The customer's blood glucose was 115 mg/dl and their sensor glucose was 70 mg/dl. The customer declined to return the insulin pump for analysis.